Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing evaluation: two of the four tabs are broken off as complained. The remaining tabs are in a bad condition, most likely caused during the extraction after the breakage. Any fragment is stuck in the internal thread of the screw. As to the condition of the screw head, two tabs are broken off and the remaining tabs are damaged, therefore it is impossible to verify the relevant dimensions. Also, it cannot be defined where the fragment is from, as it is stuck in the internal thread, and there is nothing mentioned about that in the description. We can only assume that this is from the aforementioned extraction device. Because of those reasons and as review of the manufacturing documents was without the lot number so not possible, this complaint is indeterminate from a manufacturing standpoint. The visual inspection has shown that at both broken tabs at the inner site a heavy nick is visible. The anodization layer is at these damages worn out, which indicates that these nicks were caused post-manufacturing. This finding leads us to conclude that these tabs were exposed to a high lateral force in outward direction, which can lead to a breakage. Placeholder.

Event description:
It was reported that during an anterior cruciate fusion, surgeon was inserting the complained screw into the pre-drilled pilot hole when the two tabs on the cervical spine locking plate (cslp) screw broke off. Both fragments were retrieved from the patient. Screw could not be extracted with conical extraction device. Remaining screws had to be removed and the plate and broken screw had to be removed as a single unit. Surgeon completed the procedure with a similar product. A delay of 15 minutes was incurred as a result and there was no injury to the patient. This is 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The product development evaluation and visual inspection of the returned product confirmed the event. The returned expansion head screw has 2 prongs that are broken off. Additionally, the screw has visible signs of scratches. The visual inspection has shown that at both broken tabs at the inner site a heavy nick is visible. The anodization layer is at these damages worn out, which indicates that these nicks were caused post-manufacturing. This finding leads us to conclude that these tabs were exposed to a high lateral force in outward direction, which can lead to a breakage. It is possible that the screw was loaded off axis, producing an uneven distribution of load between the driver and the screw head. This would have caused the flanges to splay and possibly even cause a breakage. The review of the most current revision of the design document revealed that the material is adequate for its intended use. Conclusion ¿ since exact root cause is unknown, the complaint is indeterminate from a design perspective and as the review of the manufacturing documents was not possible without the lot number, this complaint is also indeterminate from a manufacturing standpoint.

Event description:
It was further reported on (B)(6) 2014 that the surgery delay was 5-7 minutes and not 15 minutes as was originally reported on the initial report.